Event description:
During shift check, the customer reported that the fully charged autopulse li-ion battery (s/n (B)(4) does not power on an autopulse platform. The battery showed four green leds illuminated upon battey status checked. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr is covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion and corrective action plan.